Manufacturer narrative:
The subject device was returned to olympus. The evaluation confirmed the customer¿s reported problem, as sandstorm occurs when ir camera head is connected, a small amount of white dust adheres to the connector connection port but it is unknown if it is the cause. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer visera elite ii video system processor has a no image defect, ¿sandstorm occurs when ir camera head is connected, turned off the power and reconnected about two times, but sandstorm recurs¿. The customer reported problem was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the reported device issue was confirmed, however, a root cause could not be identified. A white object was found attached to the connector but it was unknown if the material was the cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿5.3 connection of an endoscope. Connect the endoscope or camera head all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. Before connecting or disconnecting the endoscope or camera head, be sure to turn off the video system center. Otherwise, the image sensor may be destroyed, and the image may not be displayed. Do not apply excessive force to the endoscope or the camera head by bending, stretching, twisting, or crushing it. Also, do not pull a bundle of camera cables, as this may cause internal wire disconnection.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.